Event description:
A mother reported that her daughter experienced sore and red eye while using renu (unknown type). An ophthalmologist confirmed that the patient initially presented in 2005 with a history of pain and redness of the right eye for 2 days, and occurrence of a white spot on the cornea on the 7th day. Examination showed that the patient had a corneal ulcer in the right eye and it had the appearance of a bacterial infection. The patient was given treatment of an intensive unspecified antibiotic therapy. The ophthalmologist stated that following this treatment, the patient made a full recovery. Approx 5 months later, the patient was last seen with a visual acuity of 6/6.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. No causal factors can be determined and no conclusion can be drawn.